Manufacturer narrative:
Complainant gave two serial numbers - it is unclear which device allegedly misfired, causing the event. Both devices have been requested back for evaluation. Reference medwatch report 1213643-2007-00457 for the other device related to this one event. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation.

Event description:
It was reported that the device misfired during a surgery and required an additional invasive procedure to correct the problem.